Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. It was reported that the device involved in this incident is available to be returned for evaluation. The device had not been not received at the time this report was generated. Should the device be returned a follow-up medwatch will be provided.

Event description:
Lotus valve froze on wire. Additional information from fcs: the device was not able to fully resheathed and was removed with 4mm of the device out of the sheath. The device was frozen on the safari wire and the wire and valve were removed together. After the kink was first noted, was the device removed at the time or did the site continue to use the device? There was no evidence that manrdrels were bent. Anatomy was not particularly tortuous. No friction in descending. There were 3 twisted posts. Three partials to try and fix. Tried full sheath, and then unable to fully re-sheath because kink had increased... About 4mm of the device out. The safari also got stuck in the device returning the device together with the wire. Not sure why it got stuck.